Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. No a35 alarm noted during our testing. Unable to verify for e70 alarm due to over written pump history. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 472 mg/dl. The insulin pump's settings were wiped out. While troubleshooting a motor positions encoder error alarm and a motion sensor test failure alarm were found in the alarm history. He/she was advised to disconnect from the insulin pump and revert to a back-up plan. The product will return. Nothing further to report.